Event description:
Pt arrived from or with pacer attached but off. Pacer turned on to aai rate of 90 . Ventricular not off. After approx 5 min pt's blood pressure decreased. Looked up at the monitor and the pt was being vvi paced. There was no light sensor showing on the pacer. Ventricular pacing cables removed. Pt returned to being aai paced. Cables traced back to wires. They were attached correctly. Incident witnessed by two staff members.